Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735951, serial/lot #: (B)(4). The power pack cable was returned to the manufacturer for analysis. The returned cable has a cut in the cable jacket but no internal conductors have been exposed. A continuity test also revealed an open in the cable. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the power cable was too hot. There was no patient present.